Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery and a confirmed e70 alarm was noted in the alarm history screen. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing; unable to perform a21 error test due to motor error alarm; unable to perform excessive no delivery test and occlusion test due to motor error alarms. The insulin passed the displacement test, self test, rewind, basic occlusion test, prime test and off no power test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched window, cracked case at the display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report repeated motor error alarms during a set change. The customer's blood glucose level was 382 mg/dl. During troubleshooting, the customer received an e70 alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.